Event description:
Dexcom g7 listed my blood sugar as 44, but with finger stick it was actually 106 mg/dl. I almost never had issues with dexcom g6 and inaccurate readings but since switching to the g7 I have had to return 6 of the last 9 sensors I have used due to hardware issues (sensor deploying incorrectly or separating from adhesive film) or issues with incorrect readings. My dexcom is linked to my pump and when the readings differ this much it impacts my insulin delivery which is a serious safety concern. Dexcom has also been unresponsive with issuing replacement devices (due to reported supply chain issues) so when my sensors fail I cannot get replacements and cannot use my pump as prescribed. My finger stick blood glucose was 106, so there was a difference of 62 mg/dl. Reference reports: mw5170652, mw5170653, mw5170654, mw5170655, mw5170657.